Event description:
It was reported that the user experienced hypoglycemia with a documented blood glucose of 58 mg/dl after receiving a fast-acting insulin injection administered at school while using the ilet system; the time of administration and symptom details were not known, and the agent advised that exogenous insulin should not be given while on ilet unless directed by a healthcare professional. Symptoms included low blood glucose. Outcomes included assignment of additional user training. Investigation included case review by support and assignment of training. Investigation of this case revealed no device malfunction was identified, and the event was attributed to external insulin administration outside the ilet algorithm. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.